Event description:
It was reported that patient presented to the ER after receiving inappropriate shock due to post-sensed t-wave oversensing observed. Programming changes were made. The patient was in good condition after.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.